Event description:
It was claimed that a cold therapy knee/shoulder unit was used as continuous use for 4 days allegedly resulting in frostbite and transmetatarsal amputation.

Manufacturer narrative:
Corrected catalog number and added serial number.

Manufacturer narrative:
The product information sheet states: under warnings: care should be taken during prolonged use for children, diabetics, incapacitated patients and those with a decreased skin sensitivity. Individual sensitivity to a cryotherapy application varies. As the licensed health care practitioner you must determine the appropriate treatment setting and the length of treatment for each patient. Under special considerations: individual sensitivity to a cryotherapy application varies. It is important to periodically check the color and sensitivity of the skin at the treatment site. The patient should be instructed that if the skin appears discolored or feels numb, immediately discontinue the cold therapy treatment and notify your health care practitioner. Under adverse effects: when cryotherapy is selected as a treatment modality, close monitoring of the patient's response to the cryotherapy treatment is critical. Water cycling adjustments or discontinuation of the treatment may be required if a patient demonstrates a localized hypothermia reaction. Localized reaction to cold: with a sudden sharp and persistent drop in temperature, vasoconstriction and increased viscosity of the blood in a local area may cause ischemic injury and degenerative changes in peripheral nerves. Localized reactions to cold may include chilblain, frostbite or immersion syndrome. Prolonged tissues hypoxia and infarction necrosis of the affected tissue may develop. Vascular injury and edema become more evident as the temperature returns to normal.